Event description:
Clinic notes dated (B)(6) 2013 indicated sinus bradycardia with suspected underlying vasovagal syndrome in the patient¿s past medical history. Attempts for additional information have been unsuccessful.